Event description:
Endo gia did not staple fully across ureter and vein. Few staples left in load. Ureter not cut and no stapleline, ureter evulsed from kidney rendering donor kidney unusable. Dates of use: 2009. Diagnosis: surgical stapling and cutting of ureter and gonadal vein.